Event description:
Report from the USA reported heat on the device. It is known that the device was not used during surgery. It is unk if injuries or medical intervention occured. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref #(B)(4).